Event description:
Procedure: revision delta xtend shoulder. Patient presented with an infection. Revision surgery was performed on (B)(6) 2014. Operation performed ? Removal of delta xtend implants and insertion of a antibiotic cement spacer. Additional prosthesis explanted were: ref:130720102. Lot:5012765 and ref:130712000. Lot:5036451. The explanted prosthesis were sent for pathology investigations. They are not available for return to the manufacturer. Pre operation x-rays are available. Patient gender and dob are provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. Review of the device history records found an initial conformance of these products with regards to the specifications. Review of the sterile certs found no anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Original surgery date was the only additional information provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.